Manufacturer narrative:
(B)(4)

Event description:
The customer complained about high questionable ise indirect na, k, ci for gen.2 results on the cobas 8000 cobas ise module that would be lower upon repeat testing. Of the questionable results one example had erroneous sodium results. The initial result was 151mmol/l and the repeat result was 142 mmol/l on a different line of 8000 cobas ise module. The sample was repeated on another 8000 cobas ise module with a result of 136 mmol/l. The repeat results were deemed to be correct. There was no adverse event and the erroneous result was not reported outside of the laboratory. The electrode lot number was a47 with an expiration date of 02-jun-2018. The field service engineer (fse) checked all ise functions and could not determine a cause. The fse confirmed calibration and quality control are in range. The fse checked reagent and sample dispense. All checks passed. The customer ran samples with no errors and all results were in range.

Manufacturer narrative:
Further investigation was not able to determine a specific root cause. There have not been additional issues since the field service engineer visit.